Event description:
This notification is being reviewed due to a device showing a "ventilator service required" alarm. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue.